Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increased pacing threshold measurements since implantation. Additional information received which indicated that this lead was surgically abandoned, remains implanted in the body, and replaced. No additional adverse patient effects were reported. The suspected cause of the high threshold was attributed to the lead issue such as incomplete fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increased pacing threshold measurements since implantation. Additional information received which indicated that this lead was surgically abandoned, remains implanted in the body, and replaced. No additional adverse patient effects were reported.